Event description:
Incident as reported: laparoscopic cholecystectomy - "dr (B)(6) repeatedly attempted to ligate vessels and several of the clips would not fully close. Two actually fell off of the vessel." Pt status: ok.

Manufacturer narrative:
No product is being returned for eval but lot# is provided. A device history report to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.